Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported phenomenon was attributed to the contact failure of the electrical contacts of the video connector by the dirt, foreign material, or corrosion. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus service operation repair center (sorc), it was found that the scope communication error e216 occurred on the subject device after heating of the subject device, and the scope communication error b30 occurred on the subject device after cycling of the power of the subject device. The subject device was loaner asset of olympus. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.